Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site.

Event description:
It was reported that pronto holder 20 pack was hard to attach/detach. No serious injury or medical intervention.